Manufacturer narrative:
Additional information was received for d.10: date returned to manufacturer investigation: the investigation found the stent returned fully deployed and the pusher curled at the distal end. The damage to the returned pusher would have caused or contributed to the advancement issue described in the reported event; however, as the stent could not be loaded onto the damaged pusher during the investigation, the evaluation could not assess the alleged pusher wire getting caught on the stent distal flare condition described in the reported event. The returned stent and an in-house stent both experienced resistance when attempting to retract into the returned microcatheter during the investigation. The microcatheter exhibited snaking during the stent retraction attempts, which is consistent with multiple attempts at pushing and pulling the stent within the microcatheter lumen and may have contributed to the resistance experienced. The physical evaluation of the stent device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
See h10.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that when advancing stent into the headway 27, doctor described it as feeling very gritty, stiff and hard to push. On fluoro, it appeared that the pusher wire was caught behind the distal flared ends as when deployment was attempted the pusher wire did not move forward and appeared to be stuck. Doctor proceeded to try and deploy the stent but it became too difficult and had severe ribboning. Recapture was attempted and partially successful but ended up needing to be pulled out in the headway. New stent and new microcatheter used successfully. It was reported that the ribboning occurred during deployment as far as they could tell, however the resistance occurred when advancing the stent through the whole microcatheter. The stent was able to be re-sheathed but not entirely and was becoming so difficult that we had to pull it out whilst not entirely re-sheathed by the headway 27. The patient woke up and is well post procedure.